Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure message. It was also noted that there was no arterial line tracing or blood pressure readings displayed. The customer had tried reconnecting and recalibrating without success. The getinge representative advised that it was likely that the fiber optic strand was damaged and suggested that they transduce the central lumen. The customer did not have a transducer connected to the tubing. There was only a pressure bag and pressure tubing, and they could not locate a pressure cable. The getinge representative then advised them that they would need an arterial line for the iabp to time and advised them in steps to make the switch to an arterial line if they found the correct cable. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name: (B)(6). Additional initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).